Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope and went to the ER (emergency room). There and interrogation report indicated that there was one episode of high rate non-sustained that appears to be oversensing of possible noise on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.